Event description:
It was reported that the device was used during an unk procedure. The device would not arm. The knife blade would not expose itself. The case was completed using a same like device. There were no pt consequences.